Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after an interventional angioplasty procedure with a 6f sheath. Reportedly, when the plunger was withdrawn the suture was not present, as a cuff miss occurred. The prostyle device was removed, and an angio-seal closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Observations from the returned analysis revealed the posterior needle tip was in the foot connected to the posterior cuff. Additionally, the anterior cuff tabs were flattened with one prolapsed. These indicate that there was a likely an interaction with tissue on the anterior side which prevented full engagement of the anterior needle to the cuff (partial capture) and prevented full blow through of the posterior needle from the foot. In this condition, when the plunger was pulled, the posterior needle tip in the foot and the partial capture of the anterior cuff led to a separation of the anterior needle to cuff. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.